Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The implant procedure was performed under local anesthesia and fiducials were placed. During the implant procedure, when the physician placed the spaceoar vue, the hydrogel reportedly "did not solidify and instead came out like water". The physician did not believe any of the hydrogel polymerized. Following the implant procedure, magnetic resonance imaging (MRI) and a computed tomography (CT) scan was performed. The CT showed hydrogel visible in a circular pattern fully surrounding the prostate. The hydrogel did not appear to the in the correct location. It was reported it also appeared the hydrogel get into the venous plexus around the prostate and therefore was circumferential around the prostate. Per the superior images, when looking higher up to make sure there wasn't hydrogel moving into the major vessels where it could embolize, it did not appear the hydrogel made it into the larger pelvic veins. No patient complications occurred. The patient is asymptomatic. The plan is for the patient to receive stereotactic body radiation therapy (sbrt) using 36.25 with a focal boost to the MRI positive region to 45gy.

Manufacturer narrative:
Corrected fields: block b1 adverse event/product problem has been corrected. Block b2 outcomes attrib to adv event has been corrected. Block h1 type of reportable event has been corrected. Block h6 patient code has been corrected. Block h7 if remedial act init; type has been corrected. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The implant procedure was performed under local anesthesia and fiducials were placed. During the implant procedure, when the physician placed the spaceoar vue, the hydrogel reportedly "did not solidify and instead came out like water". The physician did not believe any of the hydrogel polymerized. Following the implant procedure, magnetic resonance imaging (MRI) and a computed tomography (CT) scan was performed. The CT showed hydrogel visible in a circular pattern fully surrounding the prostate. The hydrogel did not appear to the in the correct location. It was reported it also appeared the hydrogel get into the venous plexus around the prostate and therefore was circumferential around the prostate. Per the superior images, when looking higher up to make sure there wasn't hydrogel moving into the major vessels where it could embolize, it did not appear the hydrogel made it into the larger pelvic veins. No patient complications occurred. The patient is asymptomatic. The plan is for the patient to receive stereotactic body radiation therapy (sbrt) using 36.25 with a focal boost to the MRI positive region to 45gy.